Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported that her cgm had been displaying ¿acceptable¿ glucose values; however, no specific readings were provided. Shortly thereafter, the patient lost consciousness. The patient¿s parents performed a fingerstick blood glucose (bg) measurement, which indicated a value of 29 mg/dl. The patient was also using an omnipod insulin pump at the time of the event. In response, the patient¿s parents administered baqsimi (nasal glucagon) twice. Following treatment, the patient regained consciousness. The patient did not seek care from a higher level of medical facility but reported notifying her healthcare provider (hcp) of the event. At the time of the report, the patient was described as doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.